Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that it was in a used condition and was not returned in its packaging, the active tip had signs of activation, and the manifold was charred. The suction tube was slit and the missing part was not returned for evaluation. The tip and suction tube had foreign matter, presumably biological matter. The shaft, handle, cable and plug did not show any signs of damage. A functional test was performed by activation of the device, the device was connected to a test generator, also a test footswitch was used, no alert messages were displayed. The ablation function was activated using the foot pedal in its maximum power (maximum ablate power 260), and the error code ¿out put short¿ was displayed. The coagulation function was activated using the foot pedal several times in its maximum power (maximum coagulate power 160) for one minute each test, and it worked as intended. The device will be send to the manufacturer for further testing. The supplier performed an evaluation with the following results: device was received only in the bag, the tip was used, there was tissue debris inside the active tip, the plastic manifold was severely melted, crystalized saline residue was around the manifold. Procedural residue was visible on the suction tube, the suction tube was cut in two places. No other anomalies could be observed on the device. The device failed hipot active return electrical testing, also activation and flow rate functional testing were not conducted due to the state of the manifold and suction tube. The customer reported that ¿abnormal and ineffective coagulation during use of the device at the time of removal of the device from the surgical site, creation of an electric arch.¿ the visual inspection found that the plastic manifold was melted at the distal tip which was likely damaged by misuse or ¿shortening¿ event. The specific root cause cannot be determined. Note that similar damage has been seen at different location at proximal end of the plastic manifold under previous CAPA investigation. The complaint device has been returned to atl UK for investigation. During testing at atl UK were able to confirm a fault with the device, the complaint device was found to fail electrical testing (hipot active ¿ return). Based on the evidence of the charred and burnt section of the manifold seen for the returned electrode, the likely cause of this failure is shorting at distal tip. This issue is being further evaluated through a CAPA and is due to a design issue. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained device issue.¿ based on the information currently available, the potential cause is traced to design. This product issue will be addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure the s50 sm.dia.electrode w/integ.hndpiece device had abnormal and ineffective coagulation during use of the device at the time of removal of the device from the surgical site, creation of an electric arc. No clinical consequences found except minimal time wasted for device change. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4, g4, h4: the device brand name, catalog number, serial/lot number, expiration date, complete UDI, 510(k) and manufacture date have been corrected.